Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from patient regarding external device. It was reported that their spinal cord stimulator recharger is getting an rm05 message and they've been seeing this message for 2 months now. Agent walked the caller to do a hard reset on the controller. Caller confirmed seeing memory problem - agent walked the caller to setup the date and time. Caller then re-inserted the battery and confirmed seeing 60% on the controller and 60% on the implant. Caller confirmed no visible damage on the recharger cord. Agent asked the caller to blew air into the controller charging port and wipe the pins on the recharger to clear debris. Caller then connected the recharger to the controller and confirmed recharging excellent. Agent asked the caller to monitor the issue and call back if it persist. Patient (pt) called back to report receiving the rm05 message again last night while attempting to charge their implantable neurostimulator (ins). Pt confirmed that there was no visible damage to the battery pack or battery compartment. The agent informed pt that the recharger will be replaced. Pt also mentioned that the recharger antenna becomes excessively hot during charging, causing discomfort. Agent sent request to repair to replace the recharger.